Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection was performed on the returned sensor patch, no issues were observed. Data was successfully extracted from the returned sensor using approved software. Sensor data was analyzed and no abnormalities were observed. No malfunction or product deficiency was identified. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer received an unspecified sensor error message with the adc device and was unable to obtain readings. As a result, customer experienced hypoglycemia with symptoms described as sweaty, cold, tremors, unresponsive and was unable to self-treat. Customer had contact with a healthcare professional (ambulance) who provided caprisun drink as treatment. Customer was transported to a hospital and upon arrival, was administered 4 units of insulin via intravenous infusion. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the freestyle libre sensor and freestyle libre sensor kits were reviewed and the dhrs showed the libre sensor and freestyle libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer received an unspecified sensor error message with the adc device and was unable to obtain readings. As a result, customer experienced hypoglycemia with symptoms described as sweaty, cold, tremors, unresponsive and was unable to self-treat. Customer had contact with a healthcare professional (ambulance) who provided caprisun drink as treatment. Customer was transported to a hospital and upon arrival, was administered 4 units of insulin via intravenous infusion. There was no report of death or permanent impairment associated with this event.